Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/10/2025, it was reported by a sales representative via email that an ar-9562-36nl peripheral screw was received defective with the screw head not fitting the proper hex driver. No further information was provided. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged univers revers¿ modular glenoid system, peripheral screw, non-locking 4.5 x 36 mm, batch number 15022107, was received for investigation. Visual inspection noted that the device was damaged around the hex of the screw head. The ¿go¿ hex gauge was found not to fit, indicating that the hex is undersized and does not meet the required dimensional tolerance. Furthermore, the hex's ¿wall-to-wall¿ measurement is .1091-.1096, compared to the drawing's lower specification of .1185. This is a known manufacturing issue addressed through CAPA. The screw was manufactured in 2022, prior to the CAPA implementation actions. - refer to investigation photos. - the complaint allegation is confirmed.